Event description:
Additional information was obtained. A replacement procedure was performed. Prior to the procedure, attempts to interrogate this device with a third programmer were unsuccessful. The device was removed, replaced and returned for analysis.

Event description:
Boston scientific received information that during a follow up visit, this device could not be interrogated. Despite several attempts and different programmers, the device still could not be interrogated. The patient with this device has not been near electromagnetic interference recently. During the previous visit six months earlier, normal interrogation was performed. No adverse effects were reported. A replacement procedure is intended in the near future.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this ICD noted no irregularities. Attempts to interrogate the device were unsuccessful. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer. This resulted in a high current drain, which over time depleted the battery more quickly than expected.

Manufacturer narrative:
Upon receipt, analysis will be performed in an attempt to determine the root cause of this event.

Manufacturer narrative:
When the replacement procedure has been performed or should additional information become available, this event will be updated.